Event description:
It was reported that the device gives an air alarm even when the system is air-free. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown, no information provided e1: facility name "(B)(6)". H3: one pump was returned for analysis in used condition. Visual inspection showed the pump worn. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing could not duplicate the customer's reported issue. The pump is running and there is no air alarm. The cause of the issue was not determined. No further action will be taken.